Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the seal of the ultrasound gastrovideoscope came off. This issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around the light guide lens had wear and a chip in the adhesive area between the acoustic lens and ultrasound probe. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were also not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.